Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. Hospitalization was ongoing. The patient was not recovered from the peritonitis. No additional information is available.